Event description:
Multi-system organ failure. A patient was grafted in 2002 with 40 epicel grafts, lot number ee00325. The patient expired one month later from multi-system organ failure. The event was assessed as not related to the use of the epicel grafts. No further information is anticipated.